Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report a loss of connection that occurred between the transmitter and smart phone on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported.